Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the wearable failed and upon removal they noticed blood. Aside from that, the sensor wire was missing from the sensor and when they looked at the insertion site, they saw the wire sticking out of the patient's skin. The reporter (grandparent) tried to remove it using tweezers, but she was not able to remove it. The reporter called the patient's doctor and was advised to go to the emergency room. At the ER, an xray was performed and confirmed that sensor wire is in the arm. The doctor numbed the skin and cut it and tried to remove it using tweezers but still could not remove it. As per the reporter, the cut didn't need stitches and no medication was provided. During the call, the insertion was still sore and noticed redness from the insertion side, she added that the insertion site has a scab as well. The reporter just gave tylenol to the patient for soreness. She stated that she will call the patient's doctor again today. There was no prescription for any type of oral prescription medication reported, and no intravenous treatment was documented. At the time of the report, patient condition was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 05/24/2026 data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction b6 relevant tests/laboratory data,inclu- correction - missing incision made by hcp from initial reporting h2: type of follow up - correction